Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed failed battery test. The insulin pump alarmed failed battery test again after troubleshooting. The customer cleared the alarm several times but received a failed battery test alarm every time he changed the battery. Customer was advised to discontinue use of the device and revert to backup plan. The device was not returned.